Event description:
It was reported by a customer complaint that the cannula of the infusion set became detached from the base and may have been lost within the body. The reporter stated that upon a site change, it was noted that the catheter was missing from the base of the infusion set. No intervention to find or remove the cannula is planned.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.